Manufacturer narrative:
Concomitant medical products and therapy dates:medical product: model 3214; scs lead; therapy date: unknown.

Event description:
Related manufacturer report number: 1627487-2019-05752. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted.